Manufacturer narrative:
H6: the device was further evaluated by ventec, where the reported issue of it delivering lower than set peep (positive end expiratory pressure) could not duplicated or confirmed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
An authorized service provider reported to ventec that the device was delivering lower than set peep (positive end expiratory pressure). There was no reported patient use associated with the reported issue.